Event description:
Additional information received indicated the patient was stable throughout both procedures performed.

Event description:
Related manufacturing reference number: 2017865-2023-48016 it was reported that the patient presented in clinic due to an unspecified infection. It was noted that the entire implantable cardioverter defibrillator (ICD) system was explanted on (B)(6) 2023, and a new ICD system was implanted on (B)(6) 2023. The patient is recovering.